Manufacturer narrative:
(B)(4).

Event description:
It was reported during the device check after the patient experienced an unrelated complaint, the device was found to be in backup vvi mode. The device was restored through a phone call. An extended charge time from five years ago was observed in a current hvvi time stamp. The device was explanted and replaced. No adverse consequences were detected.

Manufacturer narrative:
The reported backup vvi and extended charge time were confirmed in the laboratory and was due to excessive hv charging with below eos battery voltage. Based on device settings, a longevity calculation was performed and was found to be within expected limits. The device was tested on the bench and no anomaly was found.